Manufacturer narrative:
Customer reported not enough bone. Visual evaluation of implant under 65x magnification showed no signs of physical defects.

Event description:
Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Not enough bone was reported. Patient has diabetes.